Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number and expiration date unknown). (B)(4).

Event description:
Customer received a result of 28.1 mmol/l on the aviva expert system, and a result of 11.4 mmol/l on the performa system within 10 minutes. Humalog was taken based on the performa system. No adverse event reported. Requested return of suspect device.